Event description:
It was reported that during a laparotomy procedure, a boo sound was heard when a forceps was removed from the device. The pneumoperitoneum apparatus had the abdominal air pressure was 10 mmhg/min and high flow. Another device was used to complete the case. There were no adverse consequences to the patient. The doctor commented that a boo sound did not stop even though the device was being held by fingers.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device (a) was received with cap separated from the sleeve. The orifices of the cap and the posts of the sleeve were noted to be cracked. In addition, the obturator was noted broken. A potential cause of this condition is the repeated use of eto as a sterilization agent. Single-use trocars are not to be reused, reprocessed or re-sterilized. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the device (b) was received with cap separated from the sleeve. The orifices of the cap and the posts of the sleeve were noted to be cracked. A potential cause of this condition is the repeated use of eto as a sterilization agent. Single-use trocars are not to be reused, reprocessed or re-sterilized. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # h90u0g expiration date: 03/2016 manufacturing date: 04/2011 (B)(4). The analysis results found that the device (c) was returned in good condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device c additional information: batch # h90u0g expiration date: 03/2016 manufacturing date: 04/2011 (B)(4). The analysis results found that the device (d) was received with cap separated from the sleeve. The orifices of the cap and the posts of the sleeve were noted to be cracked. A potential cause of this condition is the repeated use of eto as a sterilization agent. Single-use trocars are not to be reused, reprocessed or re-sterilized. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device d additional information: batch # unk expiration date: unk manufacturing date: unk (B)(4).